Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) following a meal. A pump bolus was delivered to address bg levels. Reportedly, the customer's carbohydrate ratio settings needed adjusting according to their health care provider. The customer was guided through how to adjust their settings.